Event description:
A pixel issue was reported on a pump display affecting the customer's ability to read and interact with it. There was no adverse impact to the customer's blood glucose level. The customer continued using the current pump as a backup therapy until the replacement was received.